Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had surgery to have their ins replaced (or revised) in 2015, because it had moved and was sliding around. There were no symptoms reported. No further complications were reported/anticipated.